Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery ,displacement, self-test, unexpected restart test and all the operating current test were normal. No unexpected no delivery alarm noted. Also, the no delivery alarm function properly during the basic occlusion test and occlusion test. The drive support disk was inspected and no anomaly was noted. Pump received without the original pump belt clip. No damage on pump belt clip slot noted. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 387 mg/dl. The customer was treated with pump. The customer stated drive support cap is damaged. Customer declined to troubleshoot for the high blood glucose.